Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was found to be fell out from the patient. The foley catheter was inspected post incident and noticed that the ballooning area had a tear. Upon investigation, it was confirmed that the doctor injected 10ml of water during the insertion as recommended.

Event description:
It was reported that the foley catheter was found to be fell out from the patient. The foley catheter was inspected post incident and noticed that the ballooning area had a tear. Upon investigation, it was confirmed that the doctor injected 10ml of water during the insertion as recommended.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the attached photo, it was observed that there was sac burst along lumen. However, no functional testing could not be performed since there are only photo provided for investigation. The exact cause of how and when the problem occurred could not be determined. Potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac and also could be contributed by the user itself (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿